Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a blood glucose of 59 mg/dl despite announcing meals as usual, including oatmeal and a typical hot dog with soup and pasta, and the user denied extra activity or new medications, with the device problem and component not identified due to insufficient information. Symptoms included hypoglycemia. Outcomes included the need for oral glucose tablets as an unexpected medication intervention. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings and insufficient information to identify a device problem or a specific component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.